Event description:
The manufacturer received information that a trilogy evo ventilator was reported to have a service required alarm. There was no patient involvement, and no harm or injury reported. On device evaluation, the customer's complaint of a service required alarm was not confirmed. However, review of the device download error log indicated ventilator inoperative error code e-155 was present indicating the machine flow sensor drift above the specification. The device's machine flow sensor was replaced to address this issue. Additional findings not related to the malfunction/issue: non-critical device event code was noted in the download error log indicating the motor controller has proceeded to the shutdown state due to an error with the motor. An additional device event was noted indicating a sensor was offset during drift calculation was too high. The system printed circuit board assembly was replaced to address these issues. After repair, the device passed final testing.

Manufacturer narrative:
The reported failure of machine flow sensor is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.